Event description:
It was reported that during use of implantable pulse generator (ipg), the patient received radiation therapy between the end of (B)(6) 2015 and (B)(6) 2016, following a power on reset (por) reset occurred. The ipg remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.